Manufacturer narrative:
H11 initial and final MDR (B)(4). Device 1 of 5

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the 14-years-old female child patient faced a kinked cannula on (B)(6) 2024 and (B)(6) 2024. The issue occurred with five similar types of infusion sets used for hours to 24 hours and the site was patient's abdomen. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.